Event description:
On 2/19/2008, the company received a report, where it was claimed that the hub of the device had broken away from the tube preventing the inner cannula from locking into place. Replacement of the tube was required.

Manufacturer narrative:
The device is expected to be returned for evaluation.